Event description:
Tech at dialysis facility was adding 2.5 l of what he thought was phosphoric acid to a tank that had water in it for the purpose of injecting into hemodialysis water system to correct the ph of the water before it entered to the purification system. The technician noticed a strong ammonia smell. The solution was marked in the outside styrofoam container as phosphoric acid. The distributor label on the glass bottle said phosphoric acid. The manufacturer label on the glass bottle said ammonium hydroxide. All pts on dialysis at the time were placed in sequential mode to prevent any exposure to possible contamination and all but one pt did not receive entire dialysis treatment. No pt injuries were noted.

Manufacturer narrative:
The product that has been reported does not have a 510k associated with it and is not considered a medical device. Hach does not market this product as a medical device. However, hach does consider this a serious situation and has issued a corrective action request to the cell that produced the product. Hach immediately investigated how many defective units were manufactured, determined which customers received the product and had the additional product returned. We issued a corrective action to the manufacturing cell that produced the product. This requires the cell to look at the root-cause of the mislabeling and implement action that will eliminate the root-cause. The action plan includes the following: error proof cell with a scanner system. Scanner will scan bar code on work order and load the bill of material (bom). As the operator builds to work order, the operator will scan a barcode on the raw material (r/m). As the r/m is scanned, it will be verified against bom and give the operator a red light if they pull and scan the wrong r/m. The bar code on the printed product label will be scanned for verification of product number and lot code match to work order. Evaluation summary: the bottle that was returned to hach on 11/15/2005 on return number (B)(4) had the mallinckrodt nh4oh (ammonium hydroxide) label on the bottle and a hach 762-15 phosphoric acid label on the bottle and styrofoam packer.